Event description:
Company rep reported needle broke off in pt's thigh. Pt had surgery to remove needle out of her thigh.

Manufacturer narrative:
Awaiting add'l info of product eval and device history record review. Will submit a supplemental report when add'l info becomes available.